Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently failed to adjust the pump time after daylight savings. Tandem technical support assisted the customer with adjusting the time. Blood glucose was 300 mg/dl.